Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was explanted on 9/23/2020 due to pacing not delivered when required. Rv lead had a high threshold - 1.6v@1.0ms, dependent patient. Md decided to replace rv lead while doing generator change.